Manufacturer narrative:
H3: 81 other - the defective part/unit was not returned for evaluation. Therefore, no root cause could be determined. (B)(6) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.

Event description:
It was reported to (B)(6) medical that the peep (positive end-expiratory pressure) on the avea ventilator was inaccurate during patient use. The patient was transferred to another device .at this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.